Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had blood in tubing.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found no blood traces from the outside but could not confirm whether blood is in the safety disk. The drain tubing and blood back circuit was inspected and no blood was sighted. Balloon was taken and will be handed over to the internal application specialist for further investigations. Checked the entitlement of the safety disk. Replaced the safety disk and unit ok. Done all the relevant tests and unit tested ok. No blood could be spotted in the blood back circuit and unit ok. Unit safe for use.

Event description:
N/a.